Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces files. Found multiple pump error 63 alarm file number: 632 line number: 5590 sw/hw: hw (possible hw) on pump error log in pump download history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, internal battery connector, battery connector, force sensor motor, vibrator during visual inspection.¿ swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube). Critical pump error (open book image) alarm during testing and pump error 63 in download file history due to moisture damage pcba2 and cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked near the battery compartment. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. However, the customer will discontinue use of the device. The product was returned for analysis.